Manufacturer narrative:
The legal manufacturer's investigation has been completed. Common device name, procode: resectoscope, fjl. PMA/510k: k931995. The olympus service center evaluated the returned device and found the following: beak is broken and missing piece from tip and the passage and locking is ok. The device history record review was performed with lot number 183w-0121. All records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the insulation tip's damage caused by mechanical thermal influence based on the damage pattern. It is unknown if there was previous damage on the device or ceramic insulating insert. The instructions for use carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during an unspecified procedure with the subject device, the ceramic tip broke inside of the patient's bladder. The physician is uncertain if all pieced were recovered. The customer reported the subject device was inspected prior to use however, the results of the inspection were not provided. The customer also stated they are unaware of any patient injury or harm. Multiple attempts have been made to retrieve additional information. The customer has not responded and there is no additional information.